Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported a 53-year-old female patient with acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the patient developed hemolysis following an extracorporeal membrane oxygenation decannulation. The medical staff gave the patient volume and a high dose of systemic heparin. The afterload was then reduced. The patient remains stable.

Manufacturer narrative:
The investigation for hemolysis has been completed. The impella device was not returned for evaluation. Data logs showed multiple suction alarms were triggered on the day the ECMO was decannulated and cvp was 6-7. The suction alarms were resolved next day. No other issue was found on the log. Trending placement signal observed with likely deteriorating patient condition. The root cause of hemolysis was most likely patient condition related per log analysis and clinical review. H6 component code added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12667: f6/f8-should have been left blank.